Manufacturer narrative:
The device has now been returned to us the manufacturer for investigations. Our electro accustic (ea) department have investigated the device and their investigation reveals that the device is performing according to specifications and that the screeching is caused by an incorrect dfs calibration (the initial setting of the device done by and at the dispenser). Clinical conclusion on the case is that the device is performing according to specifications and that it is evaluated unlikely that the feedback would cause harm to residual hearing. Final conclusion is therefore that the case is not reportable.

Event description:
As reported by customer service: hearing aid back from remake and screeching. Has not been able to fit her patient. First the aid would not connect, she sent it back and now the aid screeches. Interpretation by corporate quality, pms team: the perceived loud sound level of the device can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. The device is equipped with a ultra power receiver.

Manufacturer narrative:
We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.

Event description:
As reported by customer service: hearing aid back from remake and screeching. Has not been able to fit her patient. First the aid would not connect, she sent it back and now the aid screeches. Interpretation by corporate quality, pms team: the perceived loud sound level of the device can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. The device is equipped with a ultra power receiver.